Manufacturer narrative:
The device is not available to be returned for complaint testing. A review of the device history record is pending. Additional reporter: (B)(6).

Event description:
The check valve of a tego¿ connector reportedly came out of its initial housing while the patient was connected to the device, during hdf (hemodialysis filtration) post-dilution. This caused the dialysis catheter to function improperly, due to a suction problem. The valve was installed on (B)(6)2025 and it was removed on (B)(6)2025, the disinfectant used was chlorhexidine. See section 2.6 for mating devices in use at the time of the complaint/event. The reporter stated that the tego caps are typically changed every monday and tuesday at the facility. The patient was not harmed, there was no blood loss, there were no clinical consequences, the patient was stable, there was no delay in the treatment, and there was no need for medical/surgical intervention for this incident.

Manufacturer narrative:
Corrected information can be found in b5, d10, e4 and h6 component codes. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
Correction: see section d10 for mating devices in use at the time of the complaint/event.